Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter has been giving an out of range signal while patient was sleeping since (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.